Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) had lose pixels horizontally. There was no patient involvement.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had lost pixels horizontally. There was no patient involvement.

Manufacturer narrative:
The fse that encountered the issue replaced the display (0160-00-0113). The fse completed the pm with full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. Investigation of the suspected defective part was performed by technician of the maquet failure analysis and testing department (fat). The fat technician installed the display assembly p/n 0160-00-0113 into the cs300 test fixture serial number si100427h7 and tested the display assembly as per the cs300 service manual part number 0070-00-0689 revision v. It was observed that the display was initially distorted prior to installation. The fat dept. Verified the failure of the display assembly. (Pixels not energized on the display). Suspected pressing of the display by the user caused distortion. Retaining the display assembly in the national repair center(nrc) per procedure 0002-07-d008 rev ak.